Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were suggested but no intervention was reported. There were no patient consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). There were no reported patient symptoms or consequences.